Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer's father stated that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 55 mg/dl. The customer's father stated that the reservoir had been changed on the morning of the event because the customer's blood glucose level was high and the insulin pump was alarming no delivery. The customer's father stated that the reservoir was empty after only a couple of hours of use. The customer's father stated that the customer may have been connected to the insulin pump while priming. Troubleshooting was performed, and the programming on the insulin pump was correct. A visual inspection of the reservoir revealed that the insulin pump was reading the reservoir volume correctly. The insulin pump passed the displacement test. The customer's father stated that the reservoir was not manipulated while the infusion set was connected to the customer's body. Nothing further was reported.